Event description:
Fever [pyrexia], phlebitis of right hand [phlebitis], urinary tract infection [urinary tract infection], possible clostridium difficile exposure [clostridial infection]. Case description: spontaneous report received on 10-jan-2008 from a physician regarding a female pt who underwent a laparoscopically assisted vaginal hysterectomy for the pre-operative diagnosis of menorrhagia secondary to uterine myoma. Pathology results revealed that the cervix had squamous metaplasia and inflammation. The endometrium showed proliferative endometrium and there was also myometrium-leiomyomata. The pathology specimen weighed 215g. There was minimal blood loss and the pt received a seprafilm slurry. The post-operative diagnosis was menorrhagia secondary to uterine myoma. In 2007, the pt's white blood cell count was 15.4 x 10 ^ 3/mm ^ and her hemoglobin was 11.4 g/dl. Two days later, the pt presented with a fever of 100.9f and phlebitis of the right hand. A urine culture and urine analysis were performed which showed a possible urinary tract infection. Blood cultures and chest x-ray were negative. The following day, the pt's white blood cell count was 14.7x10^3/mm^3 and her hemoglobin was 10.6 g/dl. Her fever was 100.4f. The discharge summary said that there was "possible c diff exposure" and the pt was treated with metronidazole. The pt's hospital stay totaled 4 days. As of the date of this report, it was unk if the pt had recovered.